Manufacturer narrative:
(B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd omnitrope® pen 10 was "locked" during use and prevented the user from changing out the ampoule, which ended in the middle of the medicine application at "1.2mg". The following information was provided by the initial reporter: "reported that the ampoule ended in the middle of the application (1.2mg) but could not open the pen to perform the exchange of the ampoule, reports that the pen "locked"."

Manufacturer narrative:
H.6. Investigation: one (1) sample was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. Initial evaluation revealed no visible damage to the pen. The sample was tested for functionality through dose set knob (dsk) push force test (test instruction it1182) and by performing sample injections. The returned complaint pen met dsk push force test specification. The pen functioned as intended during the sample injections. H3 other text : see h.10.

Event description:
It was reported that the bd omnitrope® pen 10 was "locked" during use and prevented the user from changing out the ampoule, which ended in the middle of the medicine application at "1.2mg". The following information was provided by the initial reporter: "reported that the ampoule ended in the middle of the application (1.2mg) but could not open the pen to perform the exchange of the ampoule, reports that the pen "locked."